Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization and progression to sepsis with transition to hemodialysis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and the liberty cycler set. There is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The reported information documents that the patient most likely had a breach in aseptic technique while adding heparin into his solution bag during treatment a few days prior to the hospitalization. This is supported by the pd culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed to enter the bloodstream or internal tissues, these bacteria may cause a variety of potentially serious infections. Although the etiology of the sepsis was not confirmed, the blood culture results were the same organism as the pd effluent results suggesting the infection progressed to sepsis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the peritonitis and sepsis. There is a possible temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the diagnosis of the hiatal hernia. It is unknown when the hernia developed, but the hernia was not discovered until the hospitalization. There is no documentation that there is a causal relationship between the hernia and use of the liberty select cycler. The patient did not reportedly complain of any symptoms prior to the hospitalization. (Continued in b7).

Event description:
On 14/aug/2024 it was reported that this male peritoneal dialysis (pd) patient was in the hospital with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain with vomiting and dizziness on (B)(6) 2024. Additionally, the patient¿s blood pressure was low, and the patient could not stay awake. The patient¿s spouse contacted the pdrn who advised to go to the emergency room (ER). The spouse called 911 and emergency medical services (ems) transported the patient to the hospital. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn. The patient¿s white blood cell count was 1531. The culture resulted positive for staphylococcus aureus. The patient was initiated on antibiotics and has been on a regimen with intravenous (IV) and intraperitoneal (ip) vancomycin, IV ancef, IV cefepime, IV linezolid, and IV zosyn (dose, frequency, and duration not provided). During the hospitalization, the patient was diagnosed with additional medical conditions. The patient began having metabolic encephalopathy with dysphagia and was sent for an esophagogastroduodenoscopy (egd). After the egd, the patient began to aspirate which resulted in acute respiratory failure. Additionally, the patient was diagnosed with sepsis, dysphagia with aspiration, and diverticulosis (new diagnosis). The etiology of the sepsis is unknown; however, the patient¿s blood cultures (unknown date) grew the same organism as the pd cultures (staphylococcus aureus). Subsequently, the patient was also diagnosed with a hiatal hernia. The cause of the hernia is unknown. The patient did not complain of any issues prior to the hospitalization. The patient remains hospitalized and is currently completing hemodialysis (hd) due to the pd catheter not draining properly. The patient was scheduled to have a pd catheter revision on (B)(6) 2024 to correct the draining issue instead of pulling the catheter. The cause of the peritonitis is a suspected breach in aseptic technique. The patient denies contamination and reportedly was wearing a mask. However, the patient did add heparin into the bag over the weekend ((B)(6) aug) prior to the hospitalization and may have caused contamination during this time. The patient will likely transition to in-center hd due to the inability to perform pd related functions due to debility and lack of support at home.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 14/aug/2024, it was reported that this male peritoneal dialysis (pd) patient was in the hospital with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain with vomiting and dizziness on (B)(6) 2024. Additionally, the patient¿s blood pressure was low, and the patient could not stay awake. The patient¿s spouse contacted the pdrn who advised to go to the emergency room (ER). The spouse called 911 and emergency medical services (ems) transported the patient to the hospital. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn. The patient's white blood cell count was 1531. The culture resulted positive for staphylococcus aureus. The patient was initiated on antibiotics and has been on a regimen with intravenous (IV) and intraperitoneal (ip) vancomycin, IV ancef, IV cefepime, IV linezolid, and IV zosyn (dose, frequency, and duration not provided). During the hospitalization, the patient was diagnosed with additional medical conditions. The patient began having metabolic encephalopathy with dysphagia and was sent for an esophagogastroduodenoscopy (egd). After the egd, the patient began to aspirate which resulted in acute respiratory failure. Additionally, the patient was diagnosed with sepsis, dysphagia with aspiration, and diverticulosis (new diagnosis). The etiology of the sepsis is unknown; however, the patient's blood cultures (unknown date) grew the same organism as the pd cultures (staphylococcus aureus). Subsequently, the patient was also diagnosed with a hiatal hernia. The cause of the hernia is unknown. The patient did not complain of any issues prior to the hospitalization. The patient remains hospitalized and is currently completing hemodialysis (hd) due to the pd catheter not draining properly. The patient was scheduled to have a pd catheter revision on (B)(6) 2024 to correct the draining issue instead of pulling the catheter. The cause of the peritonitis is a suspected breach in aseptic technique. The patient denies contamination and reportedly was wearing a mask. However, the patient did add heparin into the bag over the weekend ((B)(6)) prior to the hospitalization and may have caused contamination during this time. The patient will likely transition to in-center hd due to the inability to perform pd related functions due to debility and lack of support at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 14/aug/2024, it was reported that this male peritoneal dialysis (pd) patient was in the hospital with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain with vomiting and dizziness on (B)(6) 2024. Additionally, the patient¿s blood pressure was low, and the patient could not stay awake. The patient¿s spouse contacted the pdrn who advised to go to the emergency room (ER). The spouse called 911 and emergency medical services (ems) transported the patient to the hospital. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn. The patient¿s white blood cell count was 1531. The culture resulted positive for staphylococcus aureus. The patient was initiated on antibiotics and has been on a regimen with intravenous (IV) and intraperitoneal (ip) vancomycin, IV ancef, IV cefepime, IV linezolid, and IV zosyn (dose, frequency, and duration not provided). During the hospitalization, the patient was diagnosed with additional medical conditions. The patient began having metabolic encephalopathy with dysphagia and was sent for an esophagogastroduodenoscopy (egd). After the egd, the patient began to aspirate which resulted in acute respiratory failure. Additionally, the patient was diagnosed with sepsis, dysphagia with aspiration, and diverticulosis (new diagnosis). The etiology of the sepsis is unknown; however, the patient¿s blood cultures (unknown date) grew the same organism as the pd cultures (staphylococcus aureus). Subsequently, the patient was also diagnosed with a hiatal hernia. The cause of the hernia is unknown. The patient did not complain of any issues prior to the hospitalization. The patient remains hospitalized and is currently completing hemodialysis (hd) due to the pd catheter not draining properly. The patient was scheduled to have a pd catheter revision on (B)(6) 2024 to correct the draining issue instead of pulling the catheter. The cause of the peritonitis is a suspected breach in aseptic technique. The patient denies contamination and reportedly was wearing a mask. However, the patient did add heparin into the bag over the weekend (3rd or 4th aug) prior to the hospitalization and may have caused contamination during this time. The patient will likely transition to in-center hd due to the inability to perform pd related functions due to debility and lack of support at home.